Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not delivering oxygen properly. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not delivering oxygen properly. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The investigation into the cause of the malfunction is ongoing. The manufacturer will submit a follow-up report when the investigation is complete.